Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator early. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed and analysis found that the allegation of premature battery depletion could not be confirmed. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).